Event description:
It was reported that during implant procedure, no acceptable readings could be obtained and difficulties positioning the lead was experienced which resulted in an extended surgery time. The outer insulation was twisted during the procedure. The patient's condition was well before and after the procedure.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).